Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal of u by kotex sleek regular tampon the string broke leaving a least 2 pieces inside. Consumer did seek medical attention to remove remaining pieces and was prescribed antibiotics as a precautionary measure.